Event description:
The subject device was used for a laparoscopic sigmoid resection. The probe of the device was broken and the fragment fell off inside the patient. The fragment was located by a x-ray, and retrieved from the patient body. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the investigation, there was a possibility that the probe was cracked since the surgeon outputted the device contacting with something hard and the probe was broken when the probe received a load. This report is being submitted as a medical device report in an abundance of caution.